Manufacturer narrative:
The device was received by resmed and an evaluation was performed. A review of the device data logs confirmed an occurrence of the error message (sf218) was due to a software upgrade. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) related to a mainboard issue. There was no patient harm or serious injury reported as a result of this incident.